Manufacturer narrative:
(B)(4). Date of initial report: 12/13/2016. Date of follow-up report: 12/01/2016. The reported condition that tissue could not be sealed was not confirmed. The device was plugged into the generator and activated on simulated tissue with acceptable results. Functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : 12/01/2016. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic right hemicolectomy procedure, the end tone was heard however tissue was not sealed. No thermal spread was observed. The forcetriad generator was replaced with another forcetraid but the issue was not solved so a new handpiece was opened to continue the procedure. There was no patient harm. No bleeding occurred.